Event description:
A customer was brought into the hosp for low bgs. Customer changed the set the night before and was connected to the pump during the manual prime. The customer did not feel that the event is pump related.